Manufacturer narrative:
Evaluation summary: the analysis results found that the 6tb45 device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged, no functional test was performed. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the mfg process. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. This and other similar events, should they occur, will be trended to determine if further investigation is warranted.

Event description:
It was reported that during an appendectomy procedure, the device locked during use. There was no adverse pt consequence.